Event description:
During a standard dental treatment the handpiece heated up but did not cause any injury. The dental office can't track back which patient was involved, hence patient data are not available.

Manufacturer narrative:
The analysis of the product did show that there was a high residue inside the handpiece and the retainer of the ball bearing was broken in pieces. Both caused a high friction during the use with the result that the head heated up. Root cause is a normal wear process for all the moving parts inside the handpiece. The user instruction requires a visual and functional test prior to each treatment to ensure that the product is within the specification. Reported due to the 2 year presumption rule. Incident occurred in (B)(6), in the USA, a similar product gets sold.